Event description:
Adverse event(s): "no pt harm/injury" (no consequence or impact to pt). Product problem(s): "footswitch would not advance to next mode" (device operates differently than expected). The nurse reported the footswitch would not advance to the next mode when the side switch was pressed. The footswitch was switched out and the case was completed as planned. There was a five minute delay. No pt injury was reported.

Manufacturer narrative:
The footswitch has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).